Event description:
Boston scientific received information that at the most recent follow up appointment, this patients device was interrogated and two messages were shown. One was that the device declared elective replacement indicator (eri) on (B)(6) 2011, and the other was that the device declared end of life (eol) on (B)(6) 2011. The values present at this follow up were monitoring voltage at 2.22 volts. And the charge time was 34 seconds. The patient was last seen in (B)(6) with a monitoring voltage of 2.58 volts and a charge time of 10.5 seconds. No messages or indications of eri were seen at that (B)(6) visit. Boston scientific technical services (ts) was consulted and stated that this device was part of the shortened replacement window (srw) advisory population. And that previous calls had shown that the device had passed that srw screen, however, the device was rapidly depleting and suggests explant as soon as possible to guarantee therapy availability. This device was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.